Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a cranial mesh for a skull defect repair. It was reported that one year ago, the patient's left forehead surgical incision showed incision dehiscence, the titanium plate was slightly exposed, and the skin nutrition was poor. After contacting the hospital, surgery was recommended to remove the titanium plate. After careful consideration, the family requested conservative treatment. After treatment, the patient's condition progressively worsened and the exposure area of the left frontal titanium plate progressively expanded. The patient had been taking enalapril 10mg orally for a long time, about 12 years ago. The patient underwent intracerebral hematoma removal and decompressive craniectomy, and had a history of secondary epilepsy. Recently, the patient had taken levetiracetam tablets 0.25 once a night. Under general anesthesia, skull metal plate removal, epidural abscess excision and skin defect repair were performed. The operation went smoothly. After the operation, ECG monitoring, oxygen inhalation, nebulization, as well as hemostasis, anti-inflammatory and fluid replacement were given, so as to increase enteral nutrition, and regular dressing change for head surgery incision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.